Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose level was not impacted. Reportedly, the customer is in the process of switching to a non tandem pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.